Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the wrong medication in cubie. A technical support specialist troubleshoot the device and advised cycling the item to zero to trigger a restock. Multiple voicemails and emails were sent. Issue resolved upon customer restocking. The system functioned as intended after the technical support specialist diagnosed the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux had wrong medication in cubie. The customer reported that the cubie in 03 12 was housing levofloxacin instead of levetiraceteam. There were no delay or adverse events or injuries reported based on this event.